Manufacturer narrative:
Please reference manufacturing report # 2015691-2013-19807. The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), valve regurgitation and device malposition requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report, the ventricular placement of the valve was likely due to the valve and delivery system not being adequately coaxially aligned upon deployment. The subsequent ventricular embolization appears to have been caused by the ventricular placement. In addition, it is possible that the significantly oval shape of the native aortic annulus (20.9x29.8 on CT) in combination with moderate calcification may have also contributed to the ventricular embolization. The leaflets of the second valve were damaged during the extraction of the first valve, which necessitated its extraction as well. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, after transapical placement of a 26mm sapien valve, the valve was observed to be too ventricular on fluoroscopy and echocardiography. The valve subsequently embolized into the ventricle. A second 26mm sapien was successfully implanted within the first valve. The patient was placed on cardiopulmonary bypass (cpb) and attempts were made to remove the embolized valve via a ventriculotomy. After attempts to remove the embolized valve via the ventriculotomy were unsuccessful, the decision was made to attempt to remove the embolized valve through the left atrium across the mitral valve via a right thoracotomy. The first valve was successfully removed; however, during the removal the leaflets on the second valve were damaged and consequently the second valve also had to be removed. A third 26mm sapien valve was then successfully implanted. The patient was weaned from cpb and transported to the recovery room in stable condition. The native annular diameter was 21mm by tee and 20.9x29.8 (area of 503.3) by CT. The diameter of the sinotubular junction was 30.1mm. The native aortic valve and root were moderately calcified. The patient's ejection fraction (ef) was 55%. The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system was described as fair. During valve deployment, ventilation was held and there was no loss of pacing capture. Per report, the perceived cause of the ventricular placement of the first valve was the possible non-coaxial alignment of the valve and delivery system. Imaging was not available for review.